Event description:
Pt stated that pump is asking to be set up and requiring code to be entered. Advised pt that pumps are set up in the pharmacy and should not need setting up. New pump will be sent to pt. Pump was not in use at time of error. Pt did not experience any adverse events. Pt will keep pump off to the side to be returned to the pharmacy. No other info known. Reported to (B)(6) by pt/caregiver.